Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The event date listed on b3 is reflective of the time zone of the country of the event. H3 other text : device not returned.

Event description:
It was reported that the pump touch screen was frozen and delayed in responding to presses. Customer's blood glucose level was not impacted. Reportedly, the frozen display was resolved by depressing wake button triggering a button alarm.